Manufacturer narrative:
Pump not received stuck in manufacturing mode. Fault number = software error ((B)(4)), line number = (B)(4), file number = (B)(4). Unit passed displacement test and self test. No unexpected pump error 4/53 alarm noted during testing. However, the motor arm cannot communicate with the main arm and software error detected found in the pump history due to software error. Unit was communicated properly with guardian (3) link. Unit was received with scratched case.

Event description:
The customer reported via phone call the insulin pump had multiple pump error alarms. The customer's blood glucose level was 57 mg/dl at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.